Event description:
It was reported that an unknown particulate about 5mm in size was found in the fluid lumen of the pressure transducer while priming before use. There were no patient complications reported.

Manufacturer narrative:
Received one single dpt kit with IV set and pressure tubing. Two brown particulates, approximately 42cm proximal from the distal end of the kit were found inside the pressure tubing. One of the particulates was approximately 0.5mmx0.5mm in size and the other was 0.5mm in length. The particulates did not move during 5 minutes of continuous flushing. Further examination revealed that the particulates were embedded within the tubing wall.